Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event involving an infusion set tubing issue on (B)(6) 2024. The patient was hospitalized as the blood glucose level was 520 mg/dl with the presence of high ketones at the time of hopitalization. Therefore, the patient was treated with intravenous fluids consisting of saline and insulin in the hospital. The patient was released from the hospital on (B)(6) 2024. No further information was available.